Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that they had first noticed the subject meter was reading inaccurately at 9pm on (B)(6) 2018. At this time the patient obtained blood glucose results of ¿368 and 200mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with 1000mg metformin per day and did not mention whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The evening before the alleged product issue occurred, the patient developed the symptoms of ¿blurred vision and chest pain¿; these symptoms reportedly worsened the following day until 9pm when the patient tested their blood glucose. At this time, the patient went to the emergency room (e.r) where they were treated with 4 glasses of water, 4 aspirin and had unspecified ¿blood work¿ performed by a healthcare professional. The patient¿s blood glucose was measured at ¿229mg/dl¿ in the e.r, and the patient was released at 1:15am. At the time of troubleshooting, the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms started prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.